Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. Unable to verify the error in the alarm history. Primary audible alarm history is found in the alarm history instead. Device is repaired by replacing the speaker. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 'force sensor bgnd test failure' during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.